Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the mid left anterior descending (lad) artery. The lesion site was mildly calcified and 50% stenosed. The physician did not pre-dilate the vessel prior to attempting to advance a taxus express2 2.50x20mm drug eluting stent (des). There was difficulty in advancing the stent through a 6 french guide catheter and difficulty in crossing the lesion site. Thereafter, the stent dislodged from the delivery device in the left main artery which required the use of lasso snare to retrieve the stent. The physician successfully retrieved the stent and removed it for the patient's body. Another of the same device was used to successfully complete the procedure. There were no patient complications. The physician reported that he thought the "stent was defective as ther was significant dog bone at 0 atms when they opened the stent." No further information is available.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.